Event description:
The xper recording system was used to document an electrophysiology case. When tech tried to look up the documentation for the case, noted that there was no documentation for the case in the computer. Tech then checked with two other techs and they both agreed the case was recorded in the system.